Manufacturer narrative:
Analysis was performed by remote service personnel which included identifying that the speaker had no tone. The results of the analysis confirmed that the speaker required replacement. The issue was resolved by the order of a replacement speaker by the customer. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on intellivue mx550 patient monitor indicating that the device was alarming speaker malfunction error. There was no tone. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.